Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR reports: 1627487-2011-02701, 1627487-2011-02702, and 1627487-2011-02703. The pt received an scs system, including four percutaneous leads (of two separate lots) and two extensions. It was reported the leads and extensions were explanted and replaced due to migration. The leads and extensions were discarded by the facility. No pt complications were reported as a result of this event.